Manufacturer narrative:
The reported field event of output circuit damage was confirmed in the laboratory and was due to delivery of high voltage into a low impedance load. The device was tested on the bench and the high voltage output transistors were found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy. Patient also received a notification alert for possible output circuit damage and possible hv lead issue. Upon interrogation, low, out of range, high voltage lead impedances were observed. The device and lead were explanted and replaced. The patient was in excellent condition after procedure.